Manufacturer narrative:
The device that was used in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the test pump cartridge was difficult to turn to the locked position due to corrosion inside u.I. Assembly. The root cause was determined to be corrosion a review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that during foot irrigation and debridement it was not possible to lock the hand piece. There was no back up available therefore the procedure was completed without the device and no delay was reported. There was no patient harm.

Event description:
It was reported that it was not possible to lock the hand piece. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.